Event description:
It was reported that a revision surgery was performed to resurface the patella due to progression of arthritis. The articular insert was exchanged as a precautionary measure.

Manufacturer narrative:
A visual inspection of the returned device revealed the device is intact and shows surface marring and discoloration. A lab analysis was completed with the following results: scratches were observed on the articulating surfaces of the insert as well as signs of absorbed biological fluid in the articular regions. No design or manufacturing deviations were noticed. The tibial baseplate was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. (B)(4).